Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. One (1) photograph was provided for evaluation. Visual inspection of the photograph did not observe the reported condition. The reported customer complaint could not be confirmed. A root cause could not be determined. A CAPA has been initiated to investigate and address the ¿tear¿ condition. A production notification was also provided to personnel to heighten awareness of the reported complaint. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states that they received a cracked light handle cover. This was noticed before use and no patient was involved.